Event description:
A ventilator was returned to the distributor for service. During initial evaluation of the device at the distributor, a ventilator service required error code was found in the device's error log. There is no documentation of what needs to be replaced to address the issue. Additionally, in the additional findings section of the evaluation a trilogy system bd w/ daughter bd kit and trilogy dc power connector cable are listed with no further details. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted if the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned to a third party service center for service. During initial evaluation of the device at the distributor, a ventilator service required error code was found in the device's error log. There is no documentation of what needs to be replaced to address the issue. Additionally, in the additional findings section of the evaluation a trilogy system bd w/ daughter bd kit and trilogy dc power connector cable are listed with no further details. There was no harm or injury reported. The device evaluation has been completed. The service technician states that the trilogy system bd w/ daughter bd kit and trilogy dc power connector cable were replaced to resolve the issue. The device passed all final testing. No further investigation is required. The section h coding has been updated. Additionally, the become aware date has been updated to 06/11/2024. The original report was submitted with the wrong awareness date.